Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the full lot number was not available following good faith efforts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While the catheter was inside the patient, the physician was unable to withdraw the guidewire from the catheter. The catheter was withdrawn from the patient with the guidewire still inside the catheter. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis.